Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
(B)(4) received a report from a peritoneal dialysis (pd) nurse that the transfer set "fell off from the catheter adapter." The nurse stated that the home patient (hp) initially noticed that the transfer set fell off as he was lying in bed while performing therapy. The hp's catheter was repaired and was given antibiotics. A plastic adapter was used, and the nurse could not recall the type or manufacturer of the catheter. The nurse explained that she had tried using a transfer set from two boxes, but was unsuccessful as it kept falling off. The nurse was finally able to use a transfer set from the third box. The nurse stated that the hp had resumed therapy on the hc cycler. No additional information was provided. During a follow up with the nurse, it was revealed that the hp's transfer set needed to be replaced, because hp had accidentally cut the catheter. The nurse stated that she used a transfer set from one box, and it fell off, so she used another transfer set from another box, and that fell off as well. Per nurse; she has a total of 10 unused transfer sets in her possession that would be sent for evaluation (5 from each box). Per nurse, hp was doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided. (This is the first of 6 emdrs for this lot; and 6 additional emdrs were submitted for the other lot).

Manufacturer narrative:
(B)(4). The used sample for this report was already discarded; however, five minicap transfer set samples of (B)(4) (lot # h09k21435) were received and one covidien beta cap adapter (one thread/old design) (B)(4) (lot unknown) was received. Visual inspection showed no defects. The plastic catheter adapter (betacap) was checked to verify the luer taper with an iso gauge and was found within limits. The betacap adapter was connected to the patient connector on the transfer set and was not loose or difficult to connect and did not separate, however a gap was noted. Under water pressure test was performed with no leakage. This complaint was not confirmed on the returned samples for separation of the transfer set and plastic catheter adapter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause was unable to be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the nurse, the used sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.